Event description:
Additional information received from a consumer reported the system was seriously infected. The patient stated their infection grew in their within two hours. The system was removed on (B)(6) 2016. The drainage, swelling, and soreness were resolved after the system was removed, but now the patients shaking was bad.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
The patient reported swelling in their head where the left lead comes out, and swelling, a protrusion, and soreness on the left side of their neck as of 3 weeks prior to date notified. Additionally, the patient's shaking returned on (B)(6) 2016 so they went to the ER and had an x-ray, CT scan, and blood work performed and were sent home with pain killers. It was also noted that one morning the patient noticed fluid/drainage while they were brushing their hair about 2 months prior to date notified. The patient attempted to see a new healthcare provider (hcp) but cannot be seen for about another month as their historical information needs to be reviewed. Further hcp listings were offered to the patient but declined, and it was recommended that they follow up with an hcp. There were no falls or trauma related to this event. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.